Manufacturer narrative:
H.6 investigation: a sample or photo is not available for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that prior to use the labels were discovered to be missing with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, translated from french to english: missing the label on tubes.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the labels were discovered to be missing with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: missing the label on tubes.